Manufacturer narrative:
Batch review performed on 05 march 2026: stem: amistem h 01.18.132 amistem-h std. Size 2 lot 152131: (B)(4) items manufactured and released on 16-jul-2015. Expiration date: 2020-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with two similar reported event since the batch release (one of these two similar events concerns the same patient, the other side of the hip). Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Revision surgery due to stem loosening at about 10 years and 3 months post primary. The patient had a primary surgery in germany on both the hip and the contralateral hip was already revised in (B)(6) 2025 for stem loosening.

Manufacturer narrative:
Follow up 1: device received on 18 march 2026. Visual inspection performed by medacta hip r&d project manager: during the analysis, it is evaluated that the explanted stem body does not present signs of coating residuals. The absence of ha on the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. One deep sign of surface damage is present on the neck part located in the middle of its radius: it is reasonable to assume that also this sign is related to the revision surgery. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Conclusion: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.